Manufacturer narrative:
An event regarding infection involving a trident acetabular liner was reported. The event was confirmed. Method and results: device evaluation could not be performed as the subject device was not returned. Medical records received and evaluation: a review of the provided records by a clinical consultant concluded: "review of this complicated history reveals that all of this patient¿s clinical problems were the result of persistent periprosthetic infections that were not related to factors of faulty component design, manufacturing or materials." Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found no other similar events have been reported for the subject manufacturing lot or sterile lot. Conclusions: the provided medical records confirmed the patient was revised due to infection however the source of the infection could not be determined based on the information provided. Clinician review of the provided records concluded there was no indication the patient's infection was related to their implanted devices. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that the patient is still having extreme medical complications after two surgeries due to infection and rejection of the last total hip replacement. Update: patient was revised on (B)(6)-2013 due to infection. All components placed during previous arthroplasties dated (B)(6)-2003 and (B)(6)-2003 were removed and antibiotic spacers implanted.

Event description:
It was reported that the patient is still having extreme medical complications after two surgeries due to infection and rejection of the last total hip replacement.

Manufacturer narrative:
The following other devices were also listed in this report: trident psl with purefix ha; cat# 542-11-66i; lot# 85645604, 6.5 cancellous bone screw 25mm; cat# 2030-6525-1; lot# 63034101, 6.5 cancellous bone screw 35mm; cat# 2030-6535-1; lot# 78406301, 28mm +4 lfit v40 head; cat# 6260-9-228; lot# 5869301, t3 mod rev dist stm 18mmx265mm; cat# 6260-3-118; lot# taxc313, 6.5 cancellous bone screw 16mm; cat# 2030-6516-1; lot# 3c7006, t3 mod rev hip body/bolt +10mm; cat# 6260-3-001; lot# i8lt01. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.